Event description:
Complainant alleged that during biomed testing the device, they were not able to seat the battery into the device. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.